Event description:
Customer reported intermittent poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. System operates as intended. (B) (4)